Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that an error occurred. The target lesion was located in the lower extremity vein. An angiojet solent omni was used for thrombectomy procedure. During procedure, it was noted that the system alerted an error. However, after multiple attempts, the problem still remains. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed a broken hypotube.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: returned product consisted of an solent omni thrombectomy. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Visual examination revealed that multiple kinks along the shaft. Microscopic examination revealed that the hypotube is separated 18cm from the tip. Inspection of the device presented no other damage or irregularities. Product analysis confirmed the hypotube is separated which would cause the device to have and error and leak.